Manufacturer narrative:
Complaint conclusion: during coil embolization of the anterior communicating artery, two orbit coils stretched and one of them protruded into the parent artery. The surgeon detached the 1st orbit complex standard coil (638cs1030/15757102), but noted the distal part had stretched and stayed in the neck of the aneurysm. The surgeon injected contrast medium to push the stretched coil into the aneurysm. Then the surgeon positioned the 2nd orbit complex standard coil (638cs0721/15723413), and after it was pushed half into the aneurysm the surgeon noted the coil was also stretched. This coil was implanted into the patient without premature detachment or additional intervention. It was reported the coils were not partly in the aneurysm and partly in the microcatheter. There was no information about the brand/size of microcatheter used, but a continuous flush had been maintained through the microcatheter and there was no resistance between the microcatheter and coils. The microcatheter did not appear damaged. There was no information as to whether the microcatheter was repositioned over the coil while the coil was deployed or partially deployed out of the distal end of the microcatheter. A one to one relationship between the coil and delivery tube was verified prior to repositioning and the microcoil was not positioned at a relative sharp angle to the microcatheter. The surgeon continued to position the 3rd and 4th coils using a different microcatheter to complete. No patient adverse event occurred. The device was returned for analysis. A non-sterile orbit rdfl complex standard was received coiled inside of a plastic bag. The hypotube was inspected and no damages were noted on it. The introducer was received unzipped and no damages were noted on it. The support coil and gripper were fond without damage, while the embolic coil was not received for evaluation. The gripper was inspected under microscope and it was found without damage. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The report of coil stretching could not be evaluated due to the embolic coil being implanted and not available for analysis. In addition, the microcatheter involved was not returned; therefore, it is not possible to determine if the microcatheter may have contributed to the event. There were no anomalies found on the returned devices. Based on the information provided, it is not possible to determine the root cause of the event, but procedural/handling factors may have contributed to the stretching. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process; therefore no corrective actions will be taken at this time. This is 1 of 2 MDR reports associated with this complaint with associated manufacturer report numbers of 1058196-2014-00151 and 1058196-2014-00152.

Manufacturer narrative:
(B)(6). The device has been returned for analysis; however, the analysis has not yet been completed. Additional information will be provided within 30 days of receipt. This is 1 of 2 MDR reports associated with this complaint with associated manufacturer report number 1058196-2014-00152.

Event description:
During coil embolization of the anterior communicating artery, two orbit coils stretched and one of them protruded into the parent artery. The surgeon detached the 1st orbit complex standard coil (638cs1030/15757102), but noted the distal part had stretched and stayed in the neck of the aneurysm. The surgeon injected contrast medium to push the stretched coil into the aneurysm. Then the surgeon positioned the 2nd orbit complex standard coil (638cs0721/15723413), and after it was pushed half into the aneurysm the surgeon noted the coil was also stretched. This coil was implanted into the patient without premature detachment or additional intervention. It was reported the coils were not partly in the aneurysm and partly in the microcatheter. There was no information about the brand/size of microcatheter used, but a continuous flush had been maintained through the microcatheter and there was no resistance between the microcatheter and coils. The microcatheter did not appear damaged. There was no information as to whether the microcatheter was repositioned over the coil while the coil was deployed or partially deployed out of the distal end of the microcatheter. A one to one relationship between the coil and delivery tube was verified prior to repositioning and the microcoil was not positioned at a relative sharp angle to the microcatheter. The surgeon continued to position the 3rd and 4th coils using a different microcatheter to complete. No patient adverse event occurred.